Event description:
On 23 january 2026, gore was notified of an incident involving gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). According to the report on (B)(6) 2026, the patient with unknown demographics with a previous evar was presented to emergency requiring an extension ibe device to the right iliac. An 8.5 tourguide¿ steerable introducer sheath (aptus) was reportedly used to cannulate the ibe with the intention to deploy an 11 mm vbx device. However, the vbx device did not advance through the steerable sheath due to very tortuous angle. The vbx device was reportedly removed successfully with the stent still attached to balloon and was then discarded. Another attempt was reportedly made with 8.5 f heartspan® steerable introducer sheath (merit medical) to implant another 11 mm vbx device, however, this would not again advance through the sheath and so was removed without any manipulation within the sheath as reported. According to the report, it was not certain at this point if the vbx device was intact as the removed sheath was quickly discarded. A new vbx device was reportedly implanted successfully when access was made from arm. However, on (B)(6) 2026, an undeployed vbx stent was reportedly seen caught between the original evar graft and the newly implanted gore bridging stent. It was reportedly assumed that the vbx device might have dislodged from the balloon when it was removed on the initial procedure. A reintervention was performed, with additional two vbx devices to realign the graft to ensure the vbx could not migrate from its position. No patient harm reported. Additional clarification regarding the case has been requested.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the case number. Further investigation is being performed and will be included in the follow up report. A product history review will be performed, if the lot- / serial number is provided. The device is not available for evaluation. If images are provided, and imaging evaluation will be performed and all findings will be included in the follow up report. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6: a150205 and f1908 additionally added. Product history review: the manufacturing records were reviewed and the device lot met all pre-release specifications. Investigation findings: the reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the primary complaint, inability to advance catheter, could not be established with the available information. The reported introducer sheath french size and device configuration used in procedure are compatible per the vbx device instructions for use. The cause for the secondary complaint, stent dislodgement could not be established with the available information. It was reported that the stent did not advance through the sheath and it was not certain if the vbx device was intact when it was removed through sheath. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
On (B)(6) 2026, gore was notified of an incident involving gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). According to the report on (B)(6) 2026, the patient with a previous endovascular aneurysm repair (evar) was presented to emergency requiring an extension gore® excluder® iliac branch endoprosthesis (ibe device) to the right iliac. An 8.5 tourguide¿ steerable introducer sheath (aptus) was reportedly used to cannulate the ibe with the intention to deploy an 11 mm vbx device. However, the vbx device did not advance through the steerable sheath due to very tortuous angle. The vbx device was reportedly removed successfully with the stent still attached to balloon and was then discarded. Another attempt was reportedly made with 8.5 f heartspan® steerable introducer sheath (merit medical) to implant another 11 mm vbx device, however, this would not again advance through the introducer sheath and so was removed without any manipulation within the sheath as reported. According to the report, it was not certain at this point if the vbx device was intact as the removed sheath was quickly discarded. A new vbx device was reportedly implanted successfully when access was made from arm. However, on (B)(6) 2026, an undeployed vbx stent was reportedly seen caught between the original evar graft and the newly implanted gore bridging stent. It was reportedly assumed that the vbx device might have dislodged from the balloon when it was removed on the initial procedure. A reintervention was performed, with additional two vbx devices to realign the graft to ensure the vbx could not migrate from its position. No patient harm reported.

Manufacturer narrative:
The following section are updated from previous report: section c1: lot number added. Section d4: primary UDI number corrected. Section h2 follow-up type added.